Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the customer found that the positive tube was broken in the instrument. This event occurred 1 time. The following information was provided by the initial reporter: a teacher from the microbiology room of the laboratory of facility, found that the positive tube was broken in the instrument.

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1187176 was satisfactory per internal procedures. Torquing and packaging processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for broken tubes. Retention samples from batch 1187176 (100 tubes) were available for inspection. No broken or cracked tubes were observed in 100/100 retention samples. Seven photos were received to assist with the investigation: the first photo shows some tubes in a machine. No product information is presented in the photo. The second photo shows some tubes in a machine with one missing tube. No product information is presented in the photo. The third photo shows one tube with a double label. The tube appears to be damaged. No product information is presented in the photo. The fourth photo shows some tubes in the machine. No product information the fifth photo shows the machine. No product information is presented in the photo. The sixth photo shows one damaged tube the tube appears to be broken. No product information is presented in the photo. The last photo shows a partial tube. The tube appears to be cracked. No product information is presented in the photo. No product information was presented in the photo. Without product verification a photo alone cannot confirm a complaint. In order for a photo to confirm a complaint photo must provide important information such as batch/lot number. No returns were received to assist with the investigation. The complaint cannot be confirmed based on the evidence provided by the photos. Bd will continue to trend complaints for broken tubes. Notes: risk management review indicates the potential risk of the defect reported was assessed as severity [s1], per [baltrmlmbactecmgitaph ], rev [03], ID [6.2].

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the customer found that the positive tube was broken in the instrument . This event occurred 1 time. The following information was provided by the initial reporter: " a teacher from the microbiology room of the laboratory of [facility], found that the positive tube was broken in the instrument."